Event description:
The customer reported that after an rf ablation procedure, they noticed the patient's skin around incision site under the right rib was burned. The customer reported that during the procedure, a cracking sound was heard at the incision site. A metal guiding needle was used. The patient is in good condition. The customer reports no further information is available at this time.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.